Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system the door sledge was adjusted. The system functions were checked. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door was not opened completely. No patient was present at the time of the event. Additional information was received stating that the site was not able to manually open the door. The issue was a mechanically blockade from the door cover. Door closing was working.